Manufacturer narrative:
UDI : (B)(4). Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that the trigger sub-assembly was completely off the handpiece device when it was received ¿ failed trigger test. During service/repair, it was determined that the trigger sub assembly was worn, and the stop ring was broken. It was further determined that the issues were consistent with faulty parts¿normal wear. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to component failure, which is normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the battery reciprocator device was not working. During in-house engineering evaluation, it was observed that the trigger sub-assembly was completely off the handpiece when it was received, and the stop ring was broken. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.